Manufacturer narrative:
No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that there was a damaged passive planar sharp probe. The tip appeared to have been sheared off. This was reported outside of a procedure. There was no patient involved. It was reported that cause of the issue is unknown. The probe passed verification, but went in and out of the camera¿s visibility.